Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens on (B) (6) 2007 and the pt started having issue with the lens being opaque immediately. The lens remains implanted, but the reporter indicated that the pt's eyesight is basically non-existent. See MFR report# 2023826-2010-00501 for the other eye.

Manufacturer narrative:
(B) (4): conclusion: based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B) (4).